Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was returned for investigation. Ac power was applied to the rf generator and a successful power on self-test was observed. System logs from the reported event date contained insufficient information as the procedure was not performed to completion. User defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The touchscreen responded as anticipated to tactile inputs with no freezes displayed during the evaluation period. Based on the information provided to abbott and the investigation performed, the cause of the startup issue and subsequent procedure cancellation cannot be determined. The unit functioned as intended.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported startup issue and subsequent procedure cancellation could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the generator froze on the startup screen and the procedure was cancelled. The generator was restarted several times with no resolution. There were no adverse consequences to the patient due to the cancellation.